Event description:
It was reported that the end user was allegedly driving her power wheelchair up the ramp of her home. When it started going in reverse causing the end user to flip over. The end user allegedly injured her neck, spine, and back as a result of the incident.